Manufacturer narrative:
G4:23nov2020. B4:25nov2020 . The customer responded to an email to the philips service engineer stating that the issue had been corrected. The customer replaced the main board to resolve the issue. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported to philips by the customer (biomed) that the remote alarm is not working. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed stated he had a spare unit to use to swap out parts for troubleshooting. The rse advised the biomed to swap out the main pcba (printed circuit board assembly) first due to signal path, and if needed to also swap cpu (central processing unit) pcba for troubleshooting.